Event description:
During treatment, there was no blood return, pt sent to IV for dye study which confirmed a hole in the catheter just past the bifurcation under the skin.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.